Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: stryker exeter femoral stem catalog#: ni lot#: ni. Depuy marathon acetabular cup catalog#: ni lot#: ni. Unknown stryker femoral head catalog#: ni lot#: ni.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Age or date of birth - ni, weight - ni, date of death - ni, date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6). Manufacture date - ni.

Event description:
Information was received based on review of a journal article titled, "postoperative periprosthetic fractures in patients with an exeter stem due to a femoral neck fracture: cumulative incidence and surgical outcome" which aimed to examine the clinical results following total hip arthroplasty of patients surgically treated for postoperative periprosthetic fractures using gentamycin bone cement manufactured by biomet; and to investigate reoperations due to postoperative periprosthetic fractures and subsequent re-operations after surgery due to periprosthetic fractures. One hundred sixty patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that thirty-five percent of these patients died within two years post-operatively. There has been no further information provided and the patient outcome is unknown.